Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured during inflation at below rated burst pressure. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.